Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the balloon catheter burst. Another catheter was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. The mechanical operation of the catheter shaft was analyzed. Visual analysis of the lead indicated damage during use. The analyst noted the balloon appeared ruptured during use. If information is provided in the future, a supplemental report will be issued.